Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable as the software that was used with this device is a competitor product. The initial report should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected corrected: complaint is no longer being reported as no device problem was found. Updated: b5; h2; h3; h4; h6 upon receiving additional information of the reported event, it was determined to be not reportable as the software that was used with this device is a competitor product. The initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: part # rosas00500 leksell registration plates serial# (B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed and the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there has been a significant error of seeg lead placement using rosa brain during seeg implantation cases. Freesurfer was used to analyze post-op lead placement and there is consistent systematic error of lead placement. Calibration plates were used for frame registration using the rosa brain robot. Surgeon noted that the errors are big but not systematic. Attempts have been made and additional information on the reported event is unavailable at this time.